Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the two er320 experienced malforming clips. The clips did not form proximally. The 511sd diaphragm tore, only the camera was used in this port. The procedure completed using ussc. There was no consequence to the pt.